Event description:
Account states customer getting low airway lemp alarms. Felt tubing was hot. Replaced immediately found old circuit had heated wires all bunched up in one spot, started to melt tubing.